Event description:
The user facility reported a 66-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support and the automated impella controller (aic) had a controller error (yellow alarm). The console was replaced successfully.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the console (aic) controller error yellow alarm has been completed. Data logs from the console confirm multiple loss of communication pbm1 controller errors during a clinical case. Lt logs from the console reveal that there was a single cell failure. The console was returned for evaluation finding a battery failure alarm issued by the console on boot up in the lab. Batttest check of the console confirmed that cell 1 of battery 2 had a failure. Visual inspection of the pbm revealed corrosion of the copper traces in vicinity of the super capacitors c69 and c70. The root cause for the pbm communication loss errors was due to contamination of the pbm by leakage of electrolyte from supercapacitors causing corrosion of the copper traces in vicinity of the super capacitors. Added d9 device return date corrections to the initial MFR report: d2 common device name updated d4 model number updated f6/f8 should have been left blank. G1 MDR reporting contact email updated h6 impact code changed to 4629.